Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed, and the pump performed as intended. Customer successfully changed the pump supplies and resumed insulin deliveries after the system check. Customer¿s blood glucose level was 421 mg/dl.